Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "constant downstream occlusion" alarm was confirmed (through the history log) but not reproduced during evaluation. Evaluation found the downstream sensor currents readings to be out of specification (high), which caused the downstream occlusion alarms. The downstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.